Event description:
Related manufacturer reference number: 3006705815-2022-17539. It was reported lead was fractured. As a result, the patient underwent surgical intervention on (B)(6) 2022 and both leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.